Event description:
The customer contact reported an unrequested bolus dose was delivered. The bolus cord was returned to clinical engineering department with a note that stated, "pca pump gave a bolus demand dose when on one pushed button. Action taken, bolus stopped immediately." No specific patient info, pump programming, or event details were provided. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the bolus cord delivered an unrequested bolus dose. This was due to an electrical short circuit in the bolus cord.